Manufacturer narrative:
Corrected data:h3 and h6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
Consumer reported found when using the 4mm pen needles the insulin leaked out of the injection site. Caller did hold pen needle in site for 10 seconds. Glucose values are always brittle dc.

Event description:
Consumer reported found when using the 4mm pen needles the insulin leaked out of the injection site. Caller did hold pen needle in site for 10 seconds. Glucose values are always brittle dc . Sample status discard.